Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, around 0-25% of the shell is missing, flat creases. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, g.2, h.3, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional confirmed. Device remains implanted.